Event description:
It was reported that during a laparoscopic cholecystectomy, the tubing for the gastric band adhered to the gall bladder and the infection had spread from the gall bladder band. The band was removed. The pt is recovering fine.

Manufacturer narrative:
Date sent: 9/28/2009. Info is unavailable; device was not returned for eval.